Event description:
Was reported that the there was a "hole in the hose" of the motor device. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure. A spare device was available for use. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment confirmed the reported condition. Evidence indicates this was due to mishandling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.